Manufacturer narrative:
The event has been reported with a delay due to our retrospective examination of the record. At the time (B)(6) 2017 ,the complaint was reviewed and found not to be reportable. Current day, we compared the record with equivalent events, and found an inconsistency with the reporting decisions. With the current knowledge and the current team of complaint handlers, we have come to conclude the event should have been reported. As a remedial effort, we will report it within CAPA # (B)(4). It was reported that there is hole on packaging. The cannulas were examined visually by getinge laboratory.a visual check was performed on the sterile packaging of the complained product by our laboratory. A hole was found when examining the sterile package of the cannula. This complaint was investigated and closed on (B)(6) 2017. A review of the device history record was performed with no abnormality found. We have informed about that related to the complaint, mcp ag CAPA (B)(4). Had already been opened. Packaging of hls cannulae is currently made with medical paper pouch and needs to be changed with stronger material i.e. Tyvek and better plastic film with higher tear strength. The thickness of cardboard box is also need to be increased for higher rigidity since the cardboard box working both as a shelf box and a shipper box. Based on the CAPA, the most probable root causes can be defined as: packaging instructions are insufficient and the training of the instructions were not successful. Product does not own a shipper box with optimum dimensions. There is no control point for packaging integrity after mcp tr till customer. No specific shipping procedure xpo to customer and no specific packaging procedure in xpo. Health hazard evaluation (hhe) has been performed for this CAPA dms # (B)(4). In summary of the hhe, the identified risk is formally justifiable for this device and issue because of the seldom or unlikely likelihood of occurrence of harm. Based on this, no field action has been performed dms # (B)(4). According to the hls cannulae design verification report performed on (B)(6) 2016, (B)(4) verification outcome of shelf life test passed acceptance criteria no visible damages of the packaging to a critical degree for further improvement in the scope of CAPA, the ecr (engineering change request) with the number 19091002 dms # (B)(4). Has been initiated to change the primary packaging of hls cannuale from medical paper to tyvek blister packaging.

Event description:
It was reported that there was a hole on the sterile package. Used a new one to continued the procedure. Complaint: # (B)(4).